Event description:
The doctor made the cuts for a left size six porocoated implant. He opened the box & found a right size five porocoated implant. The sales rep rushed another from 15 minutes away and the surgery was not extended. The patient was bilateral and the doctor just proceeded with the other side until the correct implant arrived.